Event description:
During a hepatectomy procedure, there was an incomplete staple line. Cutting complete but stapling incomplete. There was no patient consequence. Surgeon had already clamped the area before cutting.